Event description:
On or around 08/04/1999, a negative testpack plus combo result was reported for a serum sample from a pt. A positive result was obtained with a pharmacy test, method and name not provided, by the pt. A second serum sample was drawn from the pt 10 days later and a result of 1,550,000 mlu/ml was given from a quantitative assay, method unknown. The pt voluntarily terminated the pregnancy.